Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had poor separation caused no serious injury medical intervention.

Manufacturer narrative:
Changed from death to malfunction. No death occurred and was put in error.